Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. Additional: the user interface module master software version is 5.03.00, categorized as unremediated. A service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Event description:
During service at baxter, it was discovered that a colleague infusion pump had a constant air in line alarm on channel b. The constant air in line alarm was a false alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.